Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 19991381. Product family: scs-ipg-r upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 363336. D2b: lgw - qrb.

Event description:
It was reported that the patient can no longer feel stimulation and the leads had high impedances. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively, and the explanted devices will not be returned per hospital policy.